Manufacturer narrative:
The product analysis indicates the reported issue could not be confirmed. There was no fault found with the patient interface. It was tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer (biomed) reported that the nim patient interface was intermittently non-responsive during equipment check. There was no patient involved.